Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/abnormal uterine bleeding for one month"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding for five months / heavy bleeding for one month") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included prolonged menses. Plaintiffs menstrual cycle prior to essure usually lasted five to seven days. Concomitant products included etonogestrel for birth control. On (B)(6) 2016, the patient had essure inserted. In 2016, 3 months 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ worse midline pain"), asthenia ("generalized weakness") and metrorrhagia ("intermenstrual spotting"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods / menstrual periods were unpredictable, heavy with clots") and coital bleeding ("post-coital bleeding"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual periods accompanied by severe cramping"). On an unknown date, the patient experienced ovarian cyst ("simple cyst in the left ovary"), adenomyosis ("possible adenomyosis"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, abdominal pain lower, asthenia, menometrorrhagia, coital bleeding, dysmenorrhoea, metrorrhagia, ovarian cyst, adenomyosis, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, asthenia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: simple cyst left ovary, possible adenomyosis quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016, and reported adverse events including chronic pelvic pain, dysfunctional uterine bleeding/abnormal uterine bleeding for one month, dyspareunia and bleeding for five months / heavy bleeding for one month (understood as genital haemorrhage). On (B)(6) 2016, plaintiff underwent surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and essure was removed. Pelvic pain, uterine and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case, the patient also had adenomyosis which could be an alternative explanation for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/abnormal uterine bleeding for one month"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding for five months / heavy bleeding for one month/bleeding") in a 27-year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged menses, ovarian cyst, headache, neck pain, tinnitus, mood swings, weight gain, anxiety, migraine without aura (chronic common migraine (without aura)), hemorrhoids, pap smear abnormal, pain kidney, urinary tract infection, adnexa uteri mass, inflammation localized and bladder pain. Plaintiffs menstrual cycle prior to essure usually lasted five to seven days. Previously administered products included for an unreported indication: amitriptyline. Concomitant products included etonogestrel until (B)(6) 2016 for birth control as well as etonogestrel (nexplanon). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ worse midline pain") and asthenia ("generalized weakness"), 1 month 21 days after insertion of essure. In 2016, the patient experienced metrorrhagia ("intermenstrual spotting"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods / menstrual periods were unpredictable, heavy with clots") and coital bleeding ("post-coital bleeding"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual periods accompanied by severe cramping"). On an unknown date, the patient experienced ovarian cyst ("simple cyst in the left ovary"), adenomyosis ("possible adenomyosis"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, abdominal pain lower, asthenia, menometrorrhagia, coital bleeding, dysmenorrhoea, metrorrhagia, ovarian cyst, adenomyosis, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, asthenia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed 2.5cm follicular cyst on her right ovary. Nuclear magnetic resonance imaging brain - on an unknown date: shows some nonspecific white matter spots, consistent with history of migraine. Pathology test - on (B)(6) 2016: preoperative diagnosis: menorrhagia. Pelvic pain. Gross description: there is a intact coiled birth control device within each cornu and fallopian tube, consistent with essure birth control device. The device appears to be in correct anatomical position. No obvious abnormalities are identified within the uterine tissue surrounding the birth control device. Final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: acute and chronic cervicitis with immature squamous metaplasia no dysplasia identified. Endometrium: endometrial polyp and secretory phase endometrium. Myometrium and serosa: no pathologic diagnosis. Fallopian tubes: focal foreign body reaction to polarizable material with associated acute and chronic inflammation on the right side.. Ultrasound scan - on (B)(6) 2016: results: simple cyst left ovary, possible adenomyosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs +mr received: medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/abnormal uterine bleeding for one month"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding for five months / heavy bleeding for one month/bleeding") in a 27-year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged menses, ovarian cyst, headache, neck pain, tinnitus, mood swings, weight gain, anxiety, migraine without aura (chronic common migraine (without aura)), hemorrhoids, pap smear abnormal, pain kidney, urinary tract infection, adnexa uteri mass, inflammation localized and bladder pain. Plaintiffs menstrual cycle prior to essure usually lasted five to seven days. Previously administered products included for an unreported indication: amitriptyline. Concomitant products included etonogestrel until (B)(6) 2016 for birth control as well as etonogestrel (nexplanon). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ worse midline pain") and asthenia ("generalized weakness"), 1 month 21 days after insertion of essure. In 2016, the patient experienced metrorrhagia ("intermenstrual spotting"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods / menstrual periods were unpredictable, heavy with clots") and coital bleeding ("post-coital bleeding"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual periods accompanied by severe cramping"). On an unknown date, the patient experienced ovarian cyst ("simple cyst in the left ovary"), adenomyosis ("possible adenomyosis"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, abdominal pain lower, asthenia, menometrorrhagia, coital bleeding, dysmenorrhoea, metrorrhagia, ovarian cyst, adenomyosis, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, asthenia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed 2.5cm follicular cyst on her right ovary. Nuclear magnetic resonance imaging brain - on an unknown date: shows some nonspecific white matter spots, consistent with history of migraine. Pathology test - on (B)(6) 2016: preoperative diagnosis: menorrhagia. Pelvic pain. Gross description: there is a intact coiled birth control device within each cornu and fallopian tube, consistent with essure birth control device. The device appears to be in correct anatomical position. No obvious abnormalities are identified within the uterine tissue surrounding the birth control device. Final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: acute and chronic cervicitis with immature squamous metaplasia no dysplasia identified. Endometrium: endometrial polyp and secretory phase endometrium. Myometrium and serosa: no pathologic diagnosis. Fallopian tubes: focal foreign body reaction to polarizable material with associated acute and chronic inflammation on the right side.. Ultrasound scan - on (B)(6) 2016: results: simple cyst left ovary, possible adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding/abnormal uterine bleeding for one month"), dyspareunia ("dyspareunia") and genital haemorrhage ("bleeding for five months / heavy bleeding for one month") in an adult patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Plaintiffs menstrual cycle prior to essure usually lasted five to seven days. Concomitant products included etonogestrel for birth control. On (B)(6) 2016, the patient had essure inserted. In 2016, 3 months 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ worse midline pain"), asthenia ("generalized weakness") and metrorrhagia ("intermenstrual spotting"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods / menstrual periods were unpredictable, heavy with clots") and coital bleeding ("post-coital bleeding"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual periods accompanied by severe cramping"). On an unknown date, the patient experienced ovarian cyst ("simple cyst in the left ovary"), adenomyosis ("possible adenomyosis"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, abdominal pain lower, asthenia, menometrorrhagia, coital bleeding, dysmenorrhoea, metrorrhagia, ovarian cyst, adenomyosis, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, asthenia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: simple cyst left ovary, possible adenomyosis. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016, and reported adverse events including chronic pelvic pain, dysfunctional uterine bleeding/abnormal uterine bleeding for one month, dyspareunia and bleeding for five months / heavy bleeding for one month (understood as genital haemorrhage). On (B)(6) 2016, plaintiff underwent surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and essure was removed. Pelvic pain, uterine and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case, the patient also had adenomyosis which could be an alternative explanation for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.